Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025, the patient experienced pus at the stoma site. On (B)(6) 2025 the patient visited a physician due to a lot of pus at the stoma site with a small granuloma. A culture was taken and the physician prescribed 875mg of augmentine antibiotic every 8 hours for 10 days. As of (B)(6) 2025, the stoma site had good evolution of the granuloma.